Event description:
It was reported to boston scientific corporation in 2009, that a speedband superview super 7 multiple band ligator was used during an esophageal band procedure performed in 2008. According to the complainant, bands that were applied would not remain on the mucosa of the varices during the procedure. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.